Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2023, this patient underwent a semi-emergency endovascular treatment using gore® dryseal flex introducer sheath (dsf) for descending aortic aneurysm. The dsf was inserted through the right common femoral artery. It was reported that there was some resistance during insertion, but it passed through. After stent graft deployment, access angiography confirmed access vessel rupture at the distal part of the right external iliac artery or the proximal part of the common femoral artery. The balloon catheter was inflated at terminal aorta for occlusion, and a stent graft was additionally deployed. It was confirmed that extravasation had disappeared. Wound closure started but it was noted that the blood flow to the right distal side had worsened. Angiography showed delayed blood flow, and it was confirmed that the contrast medium was not flowing to the distal. Dissection or intimal detachment at the puncture site of the common femoral artery was confirmed. The area was surgically repaired, and blood flow improved. After that, access angiography confirmed the formation of a dissection from the terminal aorta to the right common iliac artery and the right internal iliac artery. No additional treatment was performed, and it will be monitored. The patient tolerated the procedure. The physician stated the reason that caused the reported issue was within expectation. Additional information in relation to the patient's anatomy is not available.